Manufacturer narrative:
(B)(4) stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallstent biliary uncovered stent was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, after reaching the target area, the physician deployed the stent. However, the proximal end of the stent wires unraveled during the procedure. The physician felt comfortable leaving the stent in place and the stent was left implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.